Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - drill. Visual examination of the returned product identified the reamer was returned with the head detached from the flex shaft. Witness marks are seen at the distal end of the shaft. There is no epoxy residue and the distal end of the shaft. Measured the shaft diameter of the flex shaft and it is conforming to the print specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11 the following sections were corrected: h6 ( investigation findings) a definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer was fractured during a procedure. Attempts have been made an no further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b1, b2, b5, h1, h6 the following sections were updated: b4, g3, g6, h2, h11 once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the pressure sentinel reamer disassembled during usage and was retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.